Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. Good faith effort attempts are being made to try and retrieve the device; however, a response has not been received yet. This report will be updated when product investigation is complete. Field representative indicated this lead will be returned; however, it has not been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead presented high within limits shock impedance measurements gradually rising. Technical services (ts) reviewed the shock lead impedance and measurements averaged around 100 ohms. The device had previously exhibited intermittent oversensing on the right ventricular channel due to the patient being in atrial flutter. The patient was prescribed medication to prevent atrial arrhythmias, and the physician scheduled an atrial flutter ablation. Additionally, the rv lead sensitivity was adjusted, and a defibrillation threshold test was recommended. The field representative reported the possibility of implanting a new lead or device. No adverse patient effects were reported. This device system remains in service. Additional information was provided. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis. Additional information was provided. This rv lead was attached to the ra lead due to adhesions in the patient. The laser was unable to separate the leads from the scar tissue, which resulted in the ra lead also being explanted. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead presented high within limits shock impedance measurements gradually rising. Technical services (ts) reviewed the shock lead impedance and measurements averaged around 100 ohms. The device had previously exhibited intermittent oversensing on the right ventricular channel due to the patient being in atrial flutter. The patient was prescribed medication to prevent atrial arrhythmias, and the physician scheduled an atrial flutter ablation. Additionally, the rv lead sensitivity was adjusted, and a defibrillation threshold test was recommended. The field representative reported the possibility of implanting a new lead or device. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. Good faith effort attempts are being made to try and retrieve the device; however, a response has not been received yet. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead presented high within limits shock impedance measurements gradually rising. Technical services (ts) reviewed the shock lead impedance and measurements averaged around 100 ohms. The device had previously exhibited intermittent oversensing on the right ventricular channel due to the patient being in atrial flutter. The patient was prescribed medication to prevent atrial arrhythmias, and the physician scheduled an atrial flutter ablation. Additionally, the rv lead sensitivity was adjusted, and a defibrillation threshold test was recommended. The field representative reported the possibility of implanting a new lead or device. No adverse patient effects were reported. This device system remains in service. Additional information was provided. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.